Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report rec'd from USA stating that the device "does not function". The device was being used during surgery. There was no injury reported. It is unknown if medical intervention occurred. There was no add'l info provided.